Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm and keypad anomaly on the insulin pump. The customer's blood glucose level was 220 mg/dl. The troubleshooting was performed. The customer mention possible button self activation during fill cannula process while connecting set to body when he called due to button error alarm. The customer stated that the buttons stopped working when received a button error and changing set. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.